Event description:
It was reported that during a shoulder procedure using a magnum 2 knotless implant, the implant did not deploy properly and then pulled out of the bone. A new bone hole was drilled and the procedure was completed using a backup implant. There were no significant delays or pt complications reported as a result of this event.